Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion can be drawn as device was not returned.

Event description:
Device report from norway indicates the following during a clinical investigation, it was reported that a pt implanted with norian drillable experienced a post-operative (within 6 weeks) loss of reduction with a lateral depression.